Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was operating out of specification in relation to the reported symptom, which was not reproduced. The device was tested and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determine the cause. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 during preventative maintenance. It was also reported there was no pt involvement.